Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had leaked. This occurred during patient infusion, while the one-link device was being flushed. There was no adverse event associated with this event. No additional information is available.